Event description:
Customer's family member reported receiving high readings with the freestyle meter when pt was feeling hypoglycemic. The paramedics were called twice in 2004 for this reason and treated the customer both times with intravenous glucose. Family member reports testing pt with the freestyle meter on the finger getting a result of 11.2 mmol/l (-202 mg/dl). The customer was showing signs of hypoglycemia. The family member called the paramedics and the customer was tested with their unknown brand meter with a result of 2.8 mmol/l (-50 mg/dl). On the second paramedic visit, they were unable to bring the customer's glucose levels back up, so pt was transported to the hospital. A freestyle reading was taken at 17 mmol/l (-306 mg/dl) and the hospital's unknown brand meter gave a reading of 7 mmol/l (-126 mg/dl). The reported freestyle readings of 11.2 and 17 mmol/l were not consistent with the treatment the customer received.